Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had swelling and pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg incision was drained and the ipg was repositioned.